Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) and belt sn (B)(4) has been completed. The patient's death was investigated. As received, the monitor failed incoming testing. Upon evaluation, the r781 driven ground resistor was open. The open resistor is consistent with the non-lifevest defibrillation shock observed in the patient's ECG recording. There is no indication that the open resistor caused or contributed to the patient's death. The lifevest was able to deliver 6 appropriate shocks during vf prior to the non-lifevest defibrillation. In addition, the patient's ECG was still able to be acquired following the non-lifevest defibrillation. As received, the belt passed incoming functional testing. During the incoming functional testing, the ECG acquisition and pulse delivery circuitry were verified. Device manufacture date: monitor: 09/16/2013, electrode belt: 03/26/2011.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest. The patient was reportedly in a hospital at the time of the event. The nursing staff reported hearing the lifevest alarms and found the patient unconscious on the floor. The nursing staff 'coded' the patient and provided CPR. Review of the event indicates that six shocks were delivered during vf. The rhythms after shocks 1, 3, and 4 converted vf to an idioventricular rhythm, and the rhythm after shocks 2, 5, and 6 remained in vf. Detection stopped after approximately 30 seconds after the last shock. The patient's ECG indicated that a non-lifevest defibrillation shock was delivered another 50 seconds later. The rhythm after the non-lifevest defibrillation was an idioventricular rhythm and the ECG also showed CPR artifact. The patient's rhythm then transition to bradycardia and eventually asystole when the electrode belt was disconnected.